Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Product: d314drm implantable pacemaker cardio/defib (B)(6) 2013. Concomitant product: 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks for noise on the right ventricular (rv) pace/sense due to a loose setscrew in the device header. It was also reported that the patient had a hematoma. The rv lead was revised in the device header. The rv lead and device remains in use. No further patient complications have been reported as a result of this event.